Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated she can clear the alarm but it kept coming back. Troubleshooting was done. Customer's blood glucose was 144 mg/dl. Customer at work and cannot change out the set. Customer unable to troubleshoot. Customer stated that when she rewind the insulin pump works fine. Customer does not want to return the set and reservoir for analysis. Advised to call back when the alarm occurs in order to troubleshoot. No further information provided.